Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No off no power anomaly noted during testing. The insulin passed self-test, rewind, basic occlusion test and displacement test. However, unable to prime the insulin pump during prime test due to faulty force sensor resistor. The insulin pump alarmed unexpected restart alarm after battery change due to faulty interface board. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported via phone call that they received off no power alarm and unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. It was also reported that there was damage at the corner of the screen. The insulin pump will be replaced and was returned for analysis.